Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse found logs that indicated the catheter was disconnected prior to autofill failure, verified by customer who stated catheter may have been bumped/moved by tech during case. Unit failed pim leak test and fse found loose hex plug fitting on pim, likely the cause when catheter was disconnected during case. Fitting was tightened to correct issue. Follow up pim leak test passed. Full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (version or model#), g1 (contact person ¿ mfg site).

Event description:
N/a.